Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2012, the patient claimed she had several low blood glucose readings over the last 3 days with symptoms of dizziness, shakiness, and felt lightheaded. Her low blood glucose readings vary from 61 mg/dl, 70 mg/dl, to 80 mg/dl. Reportedly, the patient was able to administer self treatment with food. In addition, the patient mentioned she has had elevated blood glucose reading last year. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. It was noted the patient's insulin pump was exposed to x-ray at the airport in (B)(6) 2011. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had symptoms that can be suggestive hypoglycemia while on insulin pump therapy.